Manufacturer narrative:
There was no reported device malfunction and the product was not returned as it remains implanted. A review of the lot history record identified no manufacturing nonconformities issuexemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.ed to the reported lot that would have contributed to this event. The reported patient effect of mitral stenosis as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report mitral stenosis. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr), with an mr grade of 4. The mean pressure gradient was 1-2 mmhg. The steerable guide catheter (sgc) was inserted and the mitraclip delivery system (cds) was advanced. The patient started to cough, choke and move from time to time, blood was seen in the patient¿s mouth. Per the physician, this was due to the patient having a reaction to the local oral anesthesia. One clip was implanted, reducing mr to 2. The mean pressure gradient increased to 6mmhg. The bleeding from the patients mouth stopped after the probe was removed. No additional information was provided.